Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
It was reported by the hospital that the patient had pass away. There were no further information at this time on the patient's death.